Event description:
No obvious break, malfunction, or defect for intended operation. One could argue that the inclusion of a ferromagnetic object (plastic disc with internal magnet) is a defective design choice for use in an MRI environment. User did not apply the wrap correctly and were not clear about instructions & components. The patient was undergoing an MRI study and the wrap was intended to protect the embedded cochelar nucleus implant. The strong magnetic field of the MRI caused the incident. The patient had the head wrap placed in the ent offices by the ent attending. When patient arrived at MRI suite, MRI techs could tell wrap was coming undone. Ent attending was called, and an ent resident was sent to MRI suite to re-do wrap. The resident redid the wrap (including plastic disc with internal magnet), and MRI techs took patient into the magnet room (zone IV). When patient was sat on the table near the bore of the scanner, the plastic disc w/magnet was pulled out of the wrap and flew into the bore with great force and attached to the inner wall. No one was hurt and the plastic disc was able to be removed without ramping down the MRI. Through later root cause analysis, it was determined that ent physicians did not use all wrap kit components and had not applied the wrap as instructed. However, there is no clear indicator that the wrap was done correctly for the physicians nor MRI techs.